Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that upon opening box, it was discovered that the plastic casing the lead tray was in, appeared to be bent in transit and broken and therefore, lead was non-sterile. Lead was not used and did not come into contact with patient. No further complications were reported/anticipated. On 2019-jun-18 device rec'd.

Manufacturer narrative:
Analysis of the lead analysis identified that the packaging of the lead (serial # (B)(4)) found that the packaging of the lead was damaged. If information is provided in the future, a supplemental report will be issued.